Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the battery cap was stripped out and needed to be removed with a screwdriver. Customer's blood glucose was 450 mg/dl. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.